Event description:
It was reported the lead was explanted and replaced due to fracture with inappropriate shocks. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; partial lead in segments returned and analyzed.